Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a procedure done on the 19th to find some way to control the pain in their right leg and their therapy is used for their right leg. The patient  said for some reason after the procedure their right leg felt great but their left leg felt horrible and they have felt this ever since the procedure. The manufacturer representative (rep) is coming tomorrow to see if they can reprogram their therapy for the left leg. The patient said that they have always had pain in their left leg and their right leg used to be good so they used the therapy for their left leg but they could never find the nerve in their right leg to get to hook that up to their therapy so the procedure was done to go in and look for that again and they don't know what happened but the pain in their right leg pretty much went away but the left leg is just crazy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they had device unplugged for a week because they went in to have some injections and when they got back from getting the injections, the way the implant was configured for her before, it did not work for her, it aggravated her nerve for 3 weeks and the mdt rep was out there and she done it before and very helpful. Patient reported she haven't been wearing it, and had injection the other on the other side and thought she check to see if it will help her left side and she think the program must have changed or something. Patient stated before if she got it in the right spot right way it will take 15- 20mins and now it takes forever and she thought its because she is getting older and not walking, and thought it turned into puddling and it to settling in on the battery. Before she had to hunt to find the ins but now it find the ins right away. Patient stated 3 weeks ago when she got the first set of shots the stimulator took care of her left leg and bladder, then got shot on the right side because left was great. A day or so after the shots on the right side and the right side was great but she is not able to stand the program on the stimulator on the left side and its terrible. Patient stated she met with the rep nicole about 3 weeks ago for the programming. Patient stated the left leg and her bladder is the problem and the right side is great. Patient mentioned she is going in for back surgery in two weeks and hoping the back surgery will take of her bladder and not have to deal with leg. Patient stated the scs therapy will not do her right or left leg at the same time because she is not wired right. Patient stated she had a bunch of shock treatment when she was 26yrs old that messed up her wiring. Patient stated rep nicole added two new programs but its not working since getting the first sets of injections.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.